Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that leakage appeared to be in the soft pliable portion of the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of set leaking at pump segment was confirmed. During inspection, it was noted that the silicone segment had a 0.030-inch long tear near the upper fitment. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment.

Event description:
The customer reported that fluid leaked from the pump segment while in use on a patient. There was no patient harm.